Event description:
The user experienced ongoing issues with high results for calcium. No actual pt data was provided but the user had reported falsely elevated results. It was unk if pts were adversely affected. The user provided results for three pools of sample that were each run multiple times for troubleshooting. In 2009, a pool of sample was run 10 times with results between 2.28 and 3.51 mmol per l. The following day, a second pool was tested 10 times with results between 2.28 and 2.94 mmol per l. The following month, another pool was tested 80 times with results between 2.22 and 2.43 mmol per l. If additional info is received, appropriate notification will be provided.